Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer that the fenestrated bipolar forceps instrument quit holding tissue and the yaws were no longer aligned or able to grasp. No patient harm, adverse outcome or injury was reported. When the instrument was sent to decontamination to the cleaning and sterilization process, one of the jaw paddles fell off. No fragments fell into patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be broken at the base. The broken piece was returned with instrument. The grip was found to be fractured where the arm meets with the hub. The angle was close to 90 degree near the fracture surface, which is a possible stress concentration area. The other grip was not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken grip if to reoccur could cause or contribute to an adverse event.